Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the reported leak was unable to be confirmed during return analysis, it is possible that the device was not fully connected resulting in the reported leak; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.d4: part number updated from 1003327 to 1000184.

Manufacturer narrative:
The device is expected to be returned for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional indeflator referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a circumflex lesion. The first indeflator the pressure gauge would not go up to reflect the atmospheres accurately or at all after multiple attempts therefore, a leak was suspected. The second indeflator meter broke off/split open in two pieces at 16 atmospheres. It also took a long time for the balloon to inflate. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.